Event description:
During a reaming procedure the reamer head and shaft fell apart at the flexible shaft connector. Surgeon selected another reaming tray and completed the procedure with no further incidents and/or patient harm. This is 1 of 1 report for event (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. PMA/510k#: device is a veterinary product. Device is similar to a device marketed for human use. A review of device history records for manufacturing revealed no complaint related issues. Product development evaluation noted that the device was received assembled, but the set screw was loose. A slotted head screwdriver was used during this evaluation to easily loosen the set screw. Several radial wear marks were on the distal tip of the device. A spot of dark discoloration was on the knurled collar. The returned device was manufactured in may 2011. During this evaluation, the returned device was reassembled (set screw tightened) and it functioned as intended. Based on the condition of the device, it is possible that the device was diasassembled for cleaning and sterilization and not properly reassembled (set screw not tightened securely). The design is adequate for its intended use and did not contribute to this complaint condition. Therefore, this complaint is invalid from a design perspective.

Manufacturer narrative:
This device was used for treatment, not diagnosis. This case is not a veterinary case, no patient information is available. (B)(6). Device is not a veterinary product. The 510k number is exempt.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(4).